Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l4-5 using rhbmp-2/acs. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient received significant medical treatment. The patient has never recovered from the surgery and continues to suffer from daily, disabling pain that prevents her from performing many basic activities.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with recurrent disc herniation at l4-l5 on the left with degenerative disc disease at l4-l5. The patient underwent total laminectomy, discectomy for recurrent disc herniation, inter-body fusion with cages, allograft with bmp at the disc space as well as laterally, homograft with the patient's own ground bone at l4-l5, stealth station fluoroscopic navigator for insertion of pedicle screws. As per-op notes, "bmp was placed in the bottom of the disc space and 12 x 23 cages times two, packed with the patient's ground bone obtained from the lamina was inserted in appropriate position. There were no ill effects from the retraction or csf leak. De-cortication of the transverse process of l4-l5 laterally was made. Bmp as well as the patient's own ground bone was placed as well."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were imp lanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.